Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive during use. The reporter provided the following details: "the dep valve occluded resulting in a check patient circuit alarm. When the rt attempted to give an oxygen breath the touch screen would not respond, requiring the patient to be bagged. I have confirmed that the screen lock was not active". There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue, however, medical intervention was necessary to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec received a copy of voluntary medwatch # mw5178488. Section h10 has been updated, accordingly. In addition, the medwatch report indicated that the patient experienced low oxygen saturation (desaturation) during the reported event. Ventec reached out to the initial reporter for additional information about the patient's desaturation and was advised of the following: "the documentation indicates that the sats. Dropped to the mid-60s. Bagging brought the sats to above 90%." The device was received and evaluated by ventec where the reported issue of the lcd touchscreen locking up and becoming unresponsive was confirmed. Ventec observed that when attempting to activate fio2 (fraction of inspired oxygen) through the quick access, that the far right side of the lcd touchscreen was unresponsive. Ventec further noted that this was not the only way to activate 100% fio2. This is a quick access menu, and that in an emergent situation the user could have still accessed fio2 via the regular o2 therapy menu. Ventec confirmed that the o2 therapy menu was accessible, even with the right portion of the lcd touchscreen being unresponsive. Ventec recalibrated the lcd touchscreen, after which the reported issue could no longer be duplicated. Proper device operation was then confirmed through functional and performance testing. The vocsn clinical and technical manual advises the following [pg. 67]: "note: if vocsn controls become difficult to select, use the calibrate touchscreen control to recalibrate the touchscreen sensor." It is unknown when, if ever, the user has recalibrated the lcd touchscreen. The investigation determined that the cause of the reported issue was the lcd touchscreen, however, further component level cause could not be determined.